Manufacturer narrative:
The actual device is not yet available for investigation yet. The results will be provided after completion of the investigation. The production router was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate while removing the healing abutment. The implant came out despite eight months to integrate. The procedure was performed on tooth location 30. No serious injury was reported for the patient. No abnormality was noted with the implant itself.